Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code: (B)(4) secondary surgical intervention, lens explanted and exchanged for shorter lens patient code: (B)(4)- significant reduction of irido-corneal angles. Conclusion code: this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -17.0/+1.0/102 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Correct aware date is (B)(6) 2018 not (B)(6) 2018. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was residue on product. Visual inspection found no visible damage to the lens and foreign material on lens surface (residue on lens). (B)(4).